Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Cts assisted customer with resetting his pump, customer will resume insulin on his own. Customer to use multiple daily injection (mdi) to ensure insulin delivery is not interrupted.